Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving clonidine (100 mcg/ml at 4.80 mcg/day) and dilaudid (55 mg/ml at 2.641 mg/day) via an implanted pump, at the time of the report; the consumer stated that he thought that the drug concentration was reduced below 55 mg/ml, but did not have that information. The consumer also noted that the pump previously delivered dilaudid (55 mg/ml at 23.1 mg/day). The pump's indications for use (IFU) were listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome. The consumer reported that the pump was being titrated because the patient may have it removed. The patient was not getting the relief she used to have and the pump was not effective anymore for some unknown reason. The consumer stated that the change started a year and half before the report. The patient was in the intensive care unit (ICU) for other issuesand the ICU felt that the patient¿s dose was way too high and was affecting the patient's breathing; it was stated that the patient suffered from chronic obstructive pulmonary disease (copd). The pump dose was being reduced, but while the patient still had pain, it was not affected by the dose decrease; it remained unchanged and wasn¿t worsening. The consumer stated that the patient¿s oral medications were also removed during the same time-frame. The hcp reported that the drug in the pump had to be replaced a while ago because it was getting old. The hcp also mentioned that the patient was recently hospitalized for copd. The patient had significant lung disease and her respiratory doctors would not let them increase her dose; the hcp stated that this was why the pump was not really effective for the patient. The respiratory depression caused by the narcotics did not allow for therapeutic doses. Follow-up was conducted for the diagnostics performed and actions/interventions taken to resolve the reported issue. If additional information is received, a follow-up report will be sent.